Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "remove protective cap from drainage tube and connect drainage tube adapter catheter. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor, important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. Check that urine is draining into bag. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter disconnected from the sample port connector. Complainant alleged that she is using catheter 123516a with the drain bag. The catheter disconnections were reportedly causing urine to leak. The complainant allegedly experienced urinary tract infections, sepsis and methicillin-resistant staphylococcus aureus (mrsa) since using the drain bag. As a result, she has been prescribed antibiotics and has required hospitalization for treatment. It was also reported that the complainant was using anti-microbial wipes on the catheter and drain bag before and after use.